Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address elevated bg. Cause of the elevated bg was unknown. Reportedly, customer continued to use the pump for insulin therapy.